Event description:
On (B)(6) 2012 customer reported that a leak (approximately 2.5 ml) was discovered on top of a control vial that was contained inside the act diff2 instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to remove and clean the probe wipe assembly. Customer reassembled the probe wipe assembly and ran several samples without further leakage to verify the issue was resolved. No further leaks were reported.

Manufacturer narrative:
(B)(4).